Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the packaging process summary found that the storage requirements, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, during surgery, the tips of the "healicoil knotless regenesorb non-self tapping anchor" broke off during implementation when repairing the subscapularis due to the high tension required for the repair. All the anchor parts were removed and recovered. The procedure was successfully completed without delay using a "5.5mm healicoil regenesorb suture anchor with 3 ultrabraid (#2) sutures (blue/cobraid blue/cobraid black)" as a backup device. No further complications were reported.